Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp i.v. Catheter extension set was leaking. It was not specified as to when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.